Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, fatal error was found in connection to the reported allegation. The reported event of a premature transmitter battery countdown is reportable based on the finding of a fatal error. No injury or medical intervention was reported.